Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a 4.7 cm in diameter thoracic aortic aneurysm. Vessel morphology was reported as the proximal neck was 50 mm in length. It was reported that five days after post-index procedure a CT revealed there was a dissection extending the entire length of the left external iliac artery. It was confirmed there was peripheral circulation. The patient required a secondary procedure to repair the dissection. No additional clinical sequelae were reported and the patient fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/dissection/perforation), (cause is unknown). Evaluation, conclusions: (cause is unknown).